Event description:
The user facility reported that a previously admitted patient opened a kindest kare foam dispenser by unscrewing the cap, and drank an unknown quantity of the product. The patient was transferred to the intensive care unit after reports of ¿intoxicated behavior¿. The patient is reported to have made a full recovery with no sustaining injuries. No procedural delays or cancellations occurred.

Manufacturer narrative:
Steris personnel contacted the hospital director to obtain more information regarding the reported event. Discussion with the hospital director revealed that three (3) patients removed the foam dispenser from the wall and consumed a portion of the contents of this otc antiseptic handwash product containing isopropyl alcohol. Following ingestion, the patients showed signs of intoxication; one patient appeared more intoxicated than the others and was transferred to the intensive care unit. Examination of the product revealed that no more than half of the container was consumed by each patient. All three patients were given fluids. The kindest kare product label states 'for external use only. In case of accidental ingestion, seek professional assistance or contact a poison control center immediately.'